Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the arcadis orbic system. The customer reported that scanning began without pressing any buttons. No error messages were present on the system and the operator was able to activate the emergency stop button. The system was removed from clinical use and we are unaware of any impact to the state of health of any patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. In the extracts from logfiles it can be seen that the hand/ footswitch was pressed followed by pressing of the emergency stop button. The system displayed a message box both times and the warning message box was confirmed by the user by pressing "cancel". The footswitch and handswitch were replaced proactively and no further errors have been reported. The manufacturer is not considering further actions resulting from this event.